Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. Concomitantly, the patient underwent a robotic hysterectomy. During sling placement, the trocar and mesh came out of the vagina and went straight in to the groin. Everything was backed out and reinserted. Suture was used to close the button hole. A cystoscopy was done and the placement looked good afterwards. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.